Manufacturer narrative:
(B)(4)

Event description:
An endurant iliac stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and iliac aneurysm. It was reported that the patient presented to the hospital and complained of abdominal pain. A CT was done and confirmed that there was a rupture of the left common iliac artery aneurysm. The suspected cause of the aneurysm rupture was a type iii endoleak that looks like a pin hole on the right endurant 16/24/124 limb. An endurant 16/24/124 was inserted from the right femoral artery and implanted in the same location as the previous endurant 16/24/124 had been implanted. The endoleak was resolved. The physician stated there may be a type iii leak that looks like a pin hole on the limb. It appears that the leak from the right contralateral limb reached the left common iliac artery aneurysm and caused the aneurysm to rupture. Thrombosis did not occur possibly because of the type ii endoleak as well as medication of aspirin. During an internal review of the films provided, it was also noted that thrombus was seen within the overlapping bifurcate ipsilateral limb and left iliac extension, beginning approximately 2cm below the gate (near the proximal limb markers) and extended distally across the aneurysmal left iliac artery. No additional clinical sequelae were reported.